Manufacturer narrative:
The subject device was returned to omsc for evaluation. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at this time. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the subject device tested positive for enterococcus faecalis and escherichia coli. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-3 (not available in the USA). There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has been returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of the inside of the instrument channel and the suction channel, scratches on the instrument channel were found at the bending section, but there was no abnormality found in other section, such as buckling, scratches, smear and foreign material, there were scratches around the instrument channel outlet of the distal end, and a crack on the light guide lens, but there were no smear, foreign material or scratch found at the instrument channel port, and around the suction cylinder. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has been returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation, omsc confirmed the followings; insufficient angulation range for specification. The angulation mechanism plays too much. There were cracks of the glue on the bending rubber. There were peels of the glue on the objective lens. There were cracks on the light guide lens. There were wrinkles on the universal cord. There were scratches on the suction cylinder. There were scratches on the insertion section. There were scratches on the objective guide lens. The exact cause of the reported event could not be conclusively determined.